Event description:
Event description boston scientific received information that this right ventricular lead was exhibiting loss of capture, high impedances, and high thresholds. The patient had sick sinus syndrome with good av conduction and no symptoms. A chest x-ray was performed which revelaed a fracture at the suture sleeve. The decision was made to reprogram the device to aair mode and monitor the lead.